Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the blood vessel of ck with 2 syringes of juvéderm¿ voluma¿. Immediately after injection, the patient presented with "paleness and onset of cyanosis" of the area and the injector reported that it has had a ¿psychic impact¿ on the patient; additionally, hcp reported "pallor, cyanosis, erythema with slow reversing." The injector specified that the patient experienced an "occlusion" in the ck3 anterior malar region/left hemiface. The injector reported that the event ¿could progress with necrosis¿ but has not developed. The patient was treated with hyaluronidase , isosorbide, warm compress, sublingual nitrate (asa allergic), corticoid, brometil, and pentoxifylline. The patient was then put into a hyperbaric chamber. The symptoms have resolved.